Manufacturer narrative:
Serial number for coaguchek xs pst meter: (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable back to back inr results for (1) patient with coaguchek xs. The patient¿s therapeutic range was provided: 2.0-3.0 inr. Interval of testing: every 2 weeks. Questionable results: at 2:00pm, the patient received an inr result of 4.4. At 2:13pm, the patient received an inr result of 3.0. The patient repeated the test with a new finger and received 2.7 inr. It is unknown if this value was measured within 4 hours of the other reported values.